Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record, patient was revised to address failed left total hip arthroplasty. Revision notes stated that the hip joint there was synovial fluid which appears slightly tented of gray matter. Head and liner were removed. Patient experienced pain and elevated metal ion. Doi: (B)(6) 2006 - dor: (B)(6) 2019 (left hip).